Manufacturer narrative:
On 9/30/2019, a photo of the suspected medical device was received. On (B)(6) 2019, mentor received additional information regarding patient's symptom, revision surgery, and the replacement devices. The patient felt a pop sound in her right breast while working out several month ago, and MRI revealed the right-side rupture. Also, she was diagnosed with right-sided grade iii capsular contracture. As a result, the patient underwent bilateral removal and replacement with two 425cc mentor memorygel breast implants ( catalog #: 3504251bc, serial # for right: (B)(4), serial # for left: (B)(4). On (B)(6) 2019, the investigation on the suspected medical device was completed. Investigation summary: according to the information reported, the patient developed capsular contracture and experienced a rupture in the breast implant. Upon visual inspection of the pictures, it was observed that the implant was ruptured. No other anomalies were observed. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. All mentor product is 100% inspected prior to release, in addition to thorough in-process testing during several stages of the manufacturing process. An investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, breast pain. Concomitant medical products: 425cc mentor memorygel breast implant (catalog #:3504251bc , serial #:(B)(4)). Manufacturer¿s reference number: pc-000542667

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 425cc mentor memorygel breast implant and experienced postoperative right-sided rupture and breast pain. The rupture was visualized via ultrasound performed on (B)(6) 2019. As a result, the patient underwent removal and replacement with an unspecified breast implant on (B)(6) 2019.